Event description:
Orthodontist reported that a piece of enamel down-to-dentin was removed from patient's lower right bicuspid tooth (tooth #29) when the bracket debonded while the patient was eating chicken. Orthodontist stated that patient's tooth has been repaired with composite.